Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The physician reviewed the computed tomography (CT) scan and magnetic resonance imaging (MRI) and it showed that the gel retrofilled into the tracts created by the high dose-rate (hdr) catheters. There looked like a hammock of spaceoar around the posterior, lateral lobe of the prostate. There was not a discernible pocket of spaceoar in the perirectal fat. As of october 6, 2021, additional information was received stating that the procedure was done under general anesthesia. Additionally, fiducials were not administered prior to the spaceoar implant. The spacer was placed during his first radiation treatment of high dose radiation (hdr) brachytherapy boost procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The physician reviewed the computed tomography (CT) scan and magnetic resonance imaging (MRI) and it showed that the gel retrofilled into the tracts created by the high dose-rate (hdr) catheters. There looked like a hammock of spaceoar around the posterior, lateral lobe of the prostate. There was not a discernible pocket of spaceoar in the perirectal fat. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.